Manufacturer narrative:
(B)(4).

Event description:
Pending product liability, it is reported: left knee revised to address pain, failure of the total knee with severe bone loss. Revising surgeon identified synovitis, metallosis, and cavitary and non-contained bone defects in both the tibia and femur bone mass. Indicated that all products were grossly loose, but the specific interfaces affected were not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.